Event description:
The mesh product used during my umbilical hernia repair surgical procedure on (B)(6) 2011 was recalled on (B)(6) 2011. The lot number matches that of the recalled item and an infection was developed within 24 hours of the procedure resulting in another hospital visit to the emergency room to treat for the infection with numerous antibiotics and pain medication. The surgeon's office was called within 24 hours of the procedure to report the pain I was encountering and the increasing redness around the surgical site. The comments were that my symptoms were normal and the pain should subside in the next 24-48 hours. I contacted the doctor on call later that evening to express my continued and increasing amount of pain and again was dismissed as nothing was out of the ordinary. At approximately 48 hours after surgery, I contacted the doctor on call who didn't care to listen to my comments, but instead said to just go to the emergency room. I arrived at the emergency room on (B)(6) 2011 around 9 pm and was diagnosed as having a serious infection and was treated with antibiotics and some pain medication. The emergency room doctor called the surgeon on call for my procedure and he had expressed he wasn't concerned at all and I should be released from the hospital which was around 4 am. The infection had spread throughout my abdomen but was provided an oral prescription to continue fighting the infection. I was given strict instructions from the emergency room to see the surgeon on monday when the office opened. I called the office and they said my surgeon was not in until the next day but they would ask the surgeon in the office (who was the surgeon on call over the weekend) whether I should be seen. He again dismissed the issue and said I should come in the following day to see the surgeon who did my procedure. He reviewed the infection and wasn't concerned since I was taking oral antibiotics. I asked him why I got an infection so quickly and he had expressed it would have had to be related to the surgery. I asked him about the use of any recalled products but he assured me this wasn't the case. He had sent me home and asked me to monitor the infection. I filed a complaint with the office. I researched the product used for my procedure and the lot number matches that of the recalled product listed below. I talked to the hospital about the recall but they had said they weren't aware of the recall. They have since put my bill on hold pending an investigation but showed concern over using a product that was recalled over a month prior to my procedure. I have my medical records showing the part used with the lot number along with the surgeon's signature next to it. Davol xenmatrix surgical graft: class I recall - elevated endotoxin levels. Audience: risk manager, surgery. Issue: FDA notified healthcare professionals that several lots of xenmatrix surgical graft have been found to have elevated endotoxin levels. Endotoxins - pyrogens - are substances found in certain bacteria that, at elevated levels, can cause serious illness which can be fatal. This product was manufactured from june 1, 2010 through october 31, 2010 and distributed from july 1, 2010 through october 31, 2010. See the recall notice for a listing of specific lots affected by this recall. Background: this product is used in hernia and abdominal wall repair. Recommendation: customers should contact davol customer service for instructions on how to return the products.